Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 500 mcg/ml at 24.04 mcg/day via an implantable pump for an unknown indication for use. It was reported that there was a critical pump alarm that occurred on (B)(6) 2018. It was reported that the bolus was administered by the physician but the pump did not start. It was reported that the pump change was planned for today (B)(6) 2018. It was reported that when read out this morning, the pumping stop was canceled yesterday at 7:45pm. The pump logs were provided and indicated that a pump stall occurred on (B)(6) 2018 at 12:48, a motor stall recovery at (B)(6) 2018 at 7:13, a motor stall occurred on (B)(6) 2018 at 3:57, a motor stall occurred on (B)(6) 2018 at 8:30, a motor stall recovery occurred on (B)(6) 2018 at 10:00, and a motor stall recovery occurred on (B)(6) 2018 at 7:46. It was reported that the physician still wanted to change the pump because the elective replacement indicator (eri) would be in march 2019. It was reported that the pump was explanted on (B)(6) 2018 and would not be returned and it was discarded by the customer. It was reported that there were no special incidents explainable that may have led or cont ributed to the issue. The patient status at the time of this report is alive-no injury. No further complications were reported and/or anticipated.